Event description:
A patient representative reported a patient experienced wrippling, capsular contracture (grade unknown), lymph nodes suspected to be filled with silicone after a biopsy performed, silicone bleeding, acute pain from swollen lymph nodes and joint and muscle pain, migraine, dry eyes, cardiac arrhythmia and anxiety. The device was explanted. Right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, lymphadenopathy, silicone migration and gel bleed.

Event description:
A patient representative reported a patient experienced rippling, capsular contracture (grade unknown), lymph nodes suspected to be filled with silicone after a biopsy performed, silicone bleeding, acute pain from swollen lymph nodes and joint and muscle pain, migraine, dry eyes, cardiac arrhythmia and anxiety. The device was explanted. Right side.